Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0lneg, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues. The consumer reported that he fell while walking to the car and had a CT scan and x ray following the fall. He had severe constipation and tailbone pain. This was considered sudden in onset. It was noted that the stimulation had helped a little but not really much at all. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.